Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n168646003, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information received from a consumer patient receiving bupivacaine and dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported there was a broken catheter in 2008. The patient stated their physician lowered the drug dosing in the pump without telling the patient and the patient started having hallucinations. The patient stopped seeing the physician after that. It was noted that the event occurred in 2008 and that the patient no longer had that device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.